Event description:
It was reported that the device exhibited a 'syringe empty' alarm. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found no physical damage. A review of the event history log found a 'syringe near empty alarm' - not a syringe empty alarm. Functional testing was unable to verify or duplicate the reported problem, as the device was operating as intended. The service history review identified no indication that the complaint was related to a service of the device within the review period.